Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level; however, the exact value was not provided. Reportedly, the user went to the emergency room (ER) and was treated with intravenous insulin drip. The user left the ER 9-10 hours later. Reportedly, the profile settings in the pump were adjusted while the user was in the ER. The contact stated that the user is a growing teenager and needed their settings adjusted due to the user going through puberty.